Manufacturer narrative:
H6. Bd did not receive samples or photos from the customer in support of this complaint therefore, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, 10 retention tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: when taking blood samples according to the doctor's advice, due to low draw in the blood collection tubes, too few samples were taken, and the blood collection tubes were replaced again to take blood samples again.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: when taking blood samples according to the doctor's advice, due to low draw in the blood collection tubes, too few samples were taken, and the blood collection tubes were replaced again to take blood samples again.